Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient became hypotensive. The hypotension was treated with dopamine. Four days post procedure, the hypotension resolved, and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Hypotension is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.